Event description:
Heel lift boot deflated shortly after being placed on patient. Manufacturer response for heel protector boot, static air heel protector (per site reporter). Equipment failure reported to the manufacturer. Waiting on response / product available for return.